Manufacturer narrative:
Correction: h5 has been updated to no.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had oil contamination in the electro-pneumatic proportional valve and oil contamination in air pipe c, the primary pressure reducing valve malfunctioned, and there was a decreased average flow rate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: oil contamination in the electro-pneumatic proportional valve, oil contamination in the air pipe c, and primary pressure reducing valve malfunction are newly confirmed during inspection by the repair department. The information obtained from this complaint and the investigation results did not lead to the identification of the root cause. Additionally, the finding of decreased average flow rate was caused by a component failure of a defect in the primary pressure reducing valve, which is considered to have contributed to the occurrence of the phenomenon. It is estimated that the air delivery function failed to operate normally due to the defective primary pressure reducing valve, resulting in a decrease in average flow rate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.